Manufacturer narrative:
The device was sent to the stryker depot for evaluation. The issue was able to be duplicated. The depot technician determined the system pcb is the cause of the reported issue. Stryker is awaiting the delivery of the replacement part to complete the repair.

Event description:
The customer contacted stryker to report that their device unexpectedly shutdown and then would not turn back on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The depot technician replaced the system pcb to resolve the issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue was determined to be a faulty system pcb

Event description:
The customer contacted stryker to report that their device unexpectedly shutdown and then would not turn back on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.